Event description:
It was reported that the customer experienced a pixel issue on their pump display, which prevented them from interacting with the pump or reading the screen. There was no adverse impact to the customer's blood glucose level. Customer agreed to use a backup insulin pump while the original was replaced by technical support. Arrangements were made for its return and replacement, with the customer being instructed on how to put the device in storage mode.